Event description:
It was reported that the patients lead had high impedances. The patients leads were explanted wherein the left cervical leads distal tip were left behind. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 20668686.

Manufacturer narrative:
Sc-2158-70 sn: (B)(6). The returned lead was analyzed, and x-ray inspection revealed that one of the cables was fractured within the distal array. With all the available information, boston scientific concludes the reported event was confirmed. The distal tip and electrode were separated from the distal array. The cables are exposed at the damaged portion of the lead. It appears that resistances were felt during the lead pull and was subjected to an excessive tensile load causing damage to the distal array. The probable cause was unintended use error which caused or contributed to the event. Sc-2218-50 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients lead had high impedances. The patients leads were explanted wherein the left cervical leads distal tip were left behind. The patient was doing well postoperatively.